Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the heartmate ii lvas, serial number (B)(4), and the reported gi bleeding and patient symptoms could not conclusively be established through this evaluation. The account submitted log file for review. Analysis of the submitted log file revealed consistent low flow hazard alarms were captured throughout the log file when the flow dropped below the 2.5 lpm threshold. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU explains that pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The low flow alarm is triggered when the flow is less than 2.5 lpm. Furthermore, the IFU describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for vad-62780 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26may2017 via customer order s187509. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patent was experiencing intermittent low flow alarms starting on (B)(6) 2020. The patient was found to have a drop in hemoglobin and was admitted overnight. Lactate dehydrogenase levels were stable. The patient had mildly positive guaiac stool indicating a gastrointestinal bleed. The patient started having persistent low flow alarms with stable blood pressure and was lightheaded, dizzy, and shaky. Mean arterial pressure was in the 80s by doppler. The log file captured essentially all low flow events. Echocardiogram revealed decreased left ventricle systolic function, mild aortic insufficiency, mild mitral regurgitation by color doppler, and the aortic valve remained closed in systole. A CT was performed which did not reveal any blockage. The patient received a blood transfusion and hemoglobin stabilized. No further diagnostics were planned for the gib unless there is a further drop in hemoglobin. The patient has a history of gib and is on monthly octreotide. The low flow alarms were thought to be due to slow vt but the patient is still having them intermittently despite now in sinus/paced rhythm. A right heart catherization and a ramp study was planed. The patient remains on IV amiodarone for loading. The patient was on oral amiodarone and mexiletine prior to this event.